Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional reported that new programs were added but the patient had bad leads. Additional information received from the consumer reported that he had the device and lead replaced on (B)(6) 2015 because it went dead. It was reportedly determined that the patient fell on the ins and that resulted in the ins going dead. The patient did not recall falling. Additional information received from the health care professional reported that the patient had a traumatic injury which caused the device to stop functioning. Additional information received from the consumer reported that the battery depletion was normal. The patient was implanted for fecal incontinence.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0tyyf, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported poor communication on the patient programmer. The patient had not recently had surgery. The antenna was used and confirmed secure and synched with the implantable neurostimulator but it did not resolve the issue. The patient noted a sudden return of symptoms after going through airport security in (B)(6) 2015. The patient was not able to connect the implantable neurostimulator and programmer- the synchronize instruction screen displayed when he tried to connect. It did not sync with or without the antenna. After the patient went through airport security, he did not feel like therapy was on. The patient was indicated for gastrointestinal/ pelvic floor. No further information was reported about this event. If additional information is received, a follow up report will be sent.